Event description:
It was reported that patient went to the emergency room because the patient alert (pa) was toning every four hours. It was determined that the pa occur when the device is near something electrical, e.g. Power tools or an electric fence. It was further reported that the lead integrity alert triggered due to non-sustained tachycardia episodes and oversensing on the ventricular lead. Also, there was noise on both the atrial and ventricular leads and electromagnetic interference was determined to be the cause. The device was reprogrammed to turn the alarm off until further testing could be done. Device manipulation has shown a change where isometric exercise did not. It was also noted that the patient has recently taken up jogging and it cannot be determined if this is associated with the event. The device and both leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that patient went to the emergency room because the patient alert (pa) was toning every four hours. It was determined that the pa occur when the device is near something electrical, e.g. Power tools or an electric fence. It was further reported that the lead integrity alert triggered due to non-sustained tachycardia episodes and oversensing on the ventricular lead. Also, there was noise on both the atrial and ventricular leads and electromagnetic interference was determined to be the cause. The device was reprogrammed to turn the alarm off until further testing could be done. Device manipulation has shown a change where isometric exercise did not. It was also noted that the patient has recently taken up jogging and it cannot be determined if this is associated with the event. The device and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event description continued: it was further reported that a lead warning triggered for low impedance on the right ventricular (rv) lead. The impedance was fluctuating and there was also intermittent artifact on the rv lead. The lead was partially explanted and replaced. At explant there were several areas of insulation damage noted near the suture sleeve. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4) a proximal segment of the lead was returned and analysis found the inner insulation bilumen tubing voids. Several conductors had blood/body fluid (not obstructed). The inner and outer tubing was kinked/buckled. The outer insulation had a white substance and a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.